Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, was present in the pump history. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information was available.